Manufacturer narrative:
Device evaluation the device was removed from return packaging for analysis a slight bend was noted throughout the proximal to median section of the housing assembly. The black pusher was observed in the housing approximately 2.9cm distal to the cutter window. The cutter was located approximately 2.6cm distal to the cutter window. No excess biological debris was observed in the housing assembly. No anomalies were noted with the cutter window. A cutter driver from the lab was connected to the tubrohawk device. No issues were observed when connecting the device. The cutter driver was powered on and the cutter was retracted into the cutter window. No anomalies were noted when retracting the cutter into the cutter window. No anomalies were noted with the cutter. The cutter was then advanced into the housing. No resistance was noted when advancing the cutter. The cutter was able to advance approximately 2.9cm distal to the cutter driver. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a turbohawk directional atherectomy during procedure to treat a moderately calcified plaque lesion in the mid to distal superficial femoral artery (sfa), tibial/popliteal trunk (tpt), posterior tibial artery (pta) and peroneal artery (pa) with 70% stenosis. The vessel was little tortuous. The vessel diameter and lesion length are 6mm and 10mm respectively. The device was inspected with no issues noted. The device was prepped per IFU with no issues identified. It was reported that during the preparation process, no product problems were found. During use, it was found that the plaque collection bin door could not be closed and the cutter was located outside the housing during removal. The cutter did not crash during use. The device was safely removed from the patient. Another turbohawk was sue to complete the procedure. There was no patient injury.